Manufacturer narrative:
(B)(4). Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1 pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 184mg/dl at the time of the incident. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer is not using a 620 or 640g pump with software version 2.6. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.